Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure, the instruments were getting stuck inside the trocar sleeve. Another device was opened and used to complete the case. There was no patient harm.